Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a slow flow event occurred post-atherectomy. Two occlusions made up diffuse disease extending 40cm in length in the left sfa. The lesions being treated were 95% stenotic and severely calcified. One patent run-off vessel was present prior to therapy. The lesions were treated with a 2.0, 30 micron, solid crown oad which was spun at high speed, but the specific rpms and total run time are unknown. After the sfa was sanded to <50% residual stenosis, emboli was noted in the dorsalis pedis artery resulting in slow flow to the tpt, at and dp arteries. Heparin and tpa were infused in an effort to eliminate the emboli, but were unsuccessful; therefore, the patient will undergo embolectomy and endarterectomy. No additional information is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unknown. The root cause for the reported event is unknown. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report #5 of 48 events identified during this review. This report contains limited information regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).